Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo transobturator mid-urethral sling system for her bladder prolapse during a procedure on (B)(6) 2009. According to the patient, post-procedure she experiences frequent bladder infections and can no longer control her bladder incontinence. She has frequency even at night, interfering with sleep. Reportedly, the physician wants to implant an additional unspecified sling to work with the implanted obtryx sling. All other information is unknown and unavailable.